Manufacturer narrative:
The device was returned to olympus for inspection. This electronic signature signifies that I approve and submit this emdr and I acknowledge that this electronic signature is considered to be a legally binding equivalent of my handwritten signature. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It had been observed that during the device evaluation, the duodenovideoscope had exhibited pinholes on the glue on the objective lens. There was no patient involvement.